Event description:
A customer reported that there was damage to the usb port. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up, and technical support was unable to obtain further information for resolution. The case was then closed after documenting the active serial number.